Event description:
During surgery, after dr discovered the vitrectomy cutter did not cut, a second pack (from same lot) needed to be opened. The second cutter failed to cut, per dr. Another pack was opened. Surgery was delayed five (5) mins. There was no effect on the pt.